Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose. Troubleshooting was performed. The customer changed the infusion set and found that it was bent. The blood glucose reading was 270mg/dl by the time the paramedics were called. The customer mentioned changing the infusion sets several times, but she still having difficulties with her insulin pump. The customer was feeling sick, dizzy, sweating, and vomiting while staying at work. The customer was given 5.0 units of insulin and two bags of fluids. Then when she came home she gave herself 10.0 units more. The time and date were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found no delivery alarms. Instructed the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.